Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Zoll medical became aware of this reported event after receiving an sus maude event report number mw5070612 from the FDA.

Event description:
Complainant alleged that while placing electrode pads in preparation for a possible cardioversion on a patient (age and gender unknown), after the electrode pads were removed, it was noticed that a wire had become dislodged from the electrode pad. Complainant indicated that no therapy was needed for this procedure. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device has not been returned to zoll for evaluation. The information provided in the medwatch does not provide enough detail to perform a retained sample test as part of the investigation. No customer information was provided, therefore no customer contact could be made. Due to the minimal information received trending data was used to evaluate this claim and analysis of reports of this type has not identified an increase in trend.